Event description:
Additional information received reported that the patient went to the emergency room after she realized the mesh was ripped. The doctor gave her morphine to take off the pain. The patient wanted the pump removed because she was afraid that she would get peritonitis. The patient had back problems and she had several back surgeries. Her next refill appointment would be in the middle of (B)(6). The patient was taking clonidine 3 times a day but it made her too drowsy. The patient was extremely constipated because she had gastric bypass in 1995 and she had high blood pressure. The patient was experiencing pain all over her body, shoulders, arms and neck. The pump was used to deliver morphine and klonopin.

Event description:
The patient reported, she had a hernia located under the pump 1.5 years ago and had surgical repair 1 year ago. The patient reported that (B)(6) 2012, she noted the mesh that was placed for her hernia ripped loose from her pelvic bone from one side to the other. The patient reported concern because, the hernia was so close to the pump. It was also reported the pump protrudes on the right side due to weight loss which occurred after pump was implanted. The patient reported the pump helped with the pain in her legs. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, lot # j0056581r, implanted on: (B)(6) 2000, explanted on: unknown. (B)(4).